Event description:
It was reported that during a da vinci-assisted general gastric bypass surgical procedure, the customer reported to technical service engineer (tse) that one of the universal surgical manipulator (usm) arms would not engage. The customer detailed the sterile adapter (sa) would not engage on usm arm 1. Prior to calling the customer power cycled system and replaced drape and was able to get sa to engage and proceeding with case. No related errors in current set of live logs (post system restart). Tse can walk the customer through visual inspection of carriage on usm 1 to ensure no foreign objects restricting the sa from resting flat on the carriage as well as to check presence pins for proper function. The customer tried to power cycle and the presence pins on the usm with no change. The customer stated that they were canceling cases until the system was serviced as they cannot get the usm to read sa's and they need all 4 arms working. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was inspected, and no faults could identified. As a result of these findings, failure analysis concluded that the isa pca is consistent with the reported event and is the potential root cause for this issue.